Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 99mg/dl, 145mg/dl. Tests were done within less than 10 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.